Manufacturer narrative:
The implicated product is a 7.0 fr. Single lumen catheter with tissue ingrowth cuff in a peel-apart percutaneous introducer system. The complaint sample is a 7.0 fr. Catheter received in two individual segments. No locking sleeve is received with the complaint sample. A lot history review reveals no related mfg issues and no other complaints for this lot. A tensile elongation is detected. This suggest the tubing had been stretched beyond its tensile limit, possibly during explantation. No leaks are observed as the distal tip of both tubing segments are occluded and each is individually pressurized hydraulically to sustained pressures greater than 25 psi. The proximal tubing segment tubing segment's distal tip has an uneven edge with a glossy, undulating and striated face indicating the tubing had been severed with a bladed instrument similar to a scalpel. The complaint of an exit site leak is unconfirmed. No penetrating damage could be found no either tubing segment and no leaks could be produced during functional testing. The complaint file documents that no leaks could be found in the device on x-ray examination. Fibrin sheaths can form over a catheter's opening, encapsulating the catheter. This results in solutions administered through the catheter exiting the valve(s) and traveling back up the catheter through the capsule created by the fibrin sheath. Fibrin sheaths may be dissolved using available medications such as urokinase. It is speculated that since the complaint sample was received in two segments, the customer may have severed the catheter to render the contaminated product non-functional. However, it is unknown why the blunt connector had been inserted into the shorter, distal tubing segement.

Event description:
The catheter was in for about 10 days when a leak from exit site was noted. The catheter was x-rayed but no leaks could be found.